Manufacturer narrative:
Siemens healthcare diagnostics inc. Issued an urgent medical device correction letter, 13-23, in april 2013. The letter stated that siemens has confirmed that the tacr method may demonstrate reduced on-board stability which may result in imprecise and inaccurate qc and patient results. Beginning with tacr reagent cartridge lot bb4087, an alert card indicating that the on-board stability is limited to 8 hours, has been packaged within the tacr cartons. Customers using tacr lots with the alert card are instructed to load flex reagent cartridges on board immediately prior to use and to remove the flex after 8 hours. They are instructed not to load more flexes than the lab will use in 8 hours and not to pre-hydrate tacr flexes. Customers were instructed that any remaining inventory of tacr reagent prior to lot bb4087 should be discarded.

Event description:
Customer complains of imprecise results obtained on tacrolimus (tacr) on qc and patient samples with time after the beginning of use of a new reagent well. It is unknown if patient results were reported to the physician. It is unknown if patient treatment was altered or prescribed on the basis of the imprecise tacr results. There was no report of adverse health consequences as a result of the imprecise tacrolimus results.